Event description:
The physician reported that the screwdriver packaged with the device seemed to be broken prior to any implant attempt. During the implant attempt, the screwdriver was unable to engage the set-screw of the device. The issue was observed at a pacemaker replacement procedure from an intermedics pacemaker virtus plus ii sr. The subject reply pacemaker was successfully implanted with another new screwdriver (sorin: (B)(4)).

Manufacturer narrative:
On 09/02/2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.